Event description:
It was reported there was a possible infection at the pocket. Surgical intervention was required as a result of the event. The patient was taken to surgery to wash out the pocket. The patient had an untreated urinary tract infection (uti). It was unknown if a culture was taken or if antibiotic treatment was necessary. The date of onset/diagnosis of the infection was not specified. The infection may have infected the pump site. The product status was reported as ¿implanted ¿ remains in service.¿ the event occurred during normal use. No diagnostic testing or troubleshooting was required or performed. The cause of the product issue was not determined. The patient status at the time of the report was listed as ¿alive- no injury.¿ the system was being used to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8590-1, lot# n091554, implanted: (B)(6) 2007, product type: accessory. (B)(4).

Manufacturer narrative:
The conclusion is no longer applicable.

Event description:
On (B)(6) 2015, a nurse notified a company representative that the patient's pump had been removed on (B)(6) 2014 due to infection. The nurse was unsure if the entire device system was explanted. No further information was available at the time of the report. Additional information had been requested which included drug concentration, dose rate, drug lot number and therapy dates regarding lioresal intrathecal, other medications the patient was receiving at the time of the event, pertinent medical history, diagnostic tests performed and results, and patient outcome.